Event description:
It has been reported to philips that the wireless footswitch was not connecting to the allura system, and the wi-fi indicator had no color. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless footswitch does not work. Upon troubleshooting, identified that wireless symbol on the foot switch does not show anything and apparently no connection to the transmitter. It was confirmed that issue caused due to footswitch battery does not charge. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Heath impact code, result code, evaluation method code, conclusion code, component code were corrected.